Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 74 mg/dl and 297 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no issues were observed. All results were within the range specification, and no errors were observed during the control solution testing. The meter readings reported by the customer were found in the meter memory log.